Event description:
When the nurse inserted the catheter into the vein and retracted the needle, the catheter disconnected from the hub. The patient was required to stay two extra days in the hospital from this event.

Manufacturer narrative:
The customer indicated the sample would be sent in for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)